Event description:
The customer reported a charging problem. Incoming mains power was not recognized, and when they opened the board where the current comes in, there was a blown fuse. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.